Event description:
Healthcare professional reported right side rupture discovered during explant surgery. The device has been explanted.

Manufacturer narrative:
(B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture discovered during explant surgery. The device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: underweight, broken shell, red particles in the gel and shell. A visual and microscopic analysis was performed which identified: striated broken on radius and missing shell. Based on the device analysis the final assessment is: a striated broken on radius assessed as surgical damage missing shell assessed as inconclusive.